Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the blocked cannula. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: ap3a.240905.015.a2.g996u1uesjhzaa. Hardware: sm-g996u1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient experienced an increase in blood glucose levels, reported to reach approximately 400 mg/dl, while wearing the pod between 24 and 36 hours of use. Upon removal of the pod from the infusion site on the leg, the cannula was observed to be occluded, with discoloration at the cannula tip described as purple and the presence of dried blood. Mild redness was noted at the infusion site. At the time the pod was in use, the patient attended a follow-up physician office visit and was subsequently diagnosed with influenza a and streptococcal pharyngitis. The physician prescribed antibiotics (medication name unknown). This narrative focuses on the assessment of potential device malfunction and its reportability under applicable regulatory requirements.